Event description:
Nurse was removing sharps collector from the bracket from disposal when the base of the collector removed from the lid. Base fell to the ground spilling contaminated needles. As a result of this spill, the nurse was stuck in the foot by one of the needles.